Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, moisture and a leak were found in the battery compartment. The pump was opened to find no moisture. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left of the grip pad, and from the case seal to the grip pad. Additionally, the battery cap coin slot was damaged and was difficult to attach and remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress - battery compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.